Event description:
As reported by a hosp in (B)(6), when the pt arrived for PICC dressing and chemotherapy, the PICC line was noted to be leaking at the purple hub. It had been in place for 4 weeks. Th pt was sent to imaging and the crack/leak was confirmed. The leak location was described as being "at the end of hub prior to valve. Crack not visible." The PICC line was removed, and the pt refused another cvad. The systemic chemotherapy ceased. The pt has upcoming appointments scheduled for a CT scan, and with their physician to discuss oral chemotherapy. The used PICC will be returned for eval.

Manufacturer narrative:
The device history records for the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical may 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. The used sample was returned and confirmed to have a crack on the purple valve housing just adjacent to the molded parting line. Based on no manufacturing anomalies being noted during the visual eval of the returned device and the process controls in place to address this failure mode, the most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). (B)(4).

Manufacturer narrative:
It has been indicated that the catheter from the reported event will be returned to navilyst med for eval, but it has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. (B)(4).